Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customers insulin pump had received pump error alarm. The customer¿s blood glucose level was 400 mg/dl at time of incident. The customer reported that they had performed test of the auto test and the pump error alarm appeared. It was reported that they had pump error after inserted new battery. The insulin pump will be returned for analysis.